Manufacturer narrative:
The reported lot # [12893896-20/398] was not found for the reported catalog # [410067-integra]. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the ip bodyset,120-000xy, no pump set had an issue with the air-in-line alarm going off during use with the syringe. The following information was provided by the initial reporter, translated from (B)(6) to english: "a medication infusion was programmed in the infusion pump. During the infusion air bubble information not visually detected appears on the screen. The set was exchanged in three different pumps for evaluation but the same information was displayed. The set was sent to the handling center for exchange. A new set was connected to the pump and the infusion occurred without complications. Event discovered at pump system set up. No patient use."